Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the ceramic tip is missing from the device. The tip was not returned. The reported condition was confirmed. The investigation found the ceramic tip was missing on the returned device. The investigation could not determine the root cause of the customer's report. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra- operatively, tumor on deep site was ablated for 4min with 100w and pullback for 2cm. Tumor in front was ablated for 4min with 100w as with the deep one. After ablation was completed, the surgeon felt the strong resistance while removing the antenna and ceramic tip was found missing when the antenna was pulled out. Computed tomography scan was performed after that and high absorption material which is regarded as the tip was found on liver parenchyma. They will perform liver function test and the material will be removed with surgery.